Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal due to injury") in a female patient who had essure inserted for contraception. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and a left uterine cornual resection). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), menorrhagia ('menorrhagia') and device expulsion ('expulsion of essure device/migration of essure location of device: uterus') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, anxiety, uterine bleeding, anxiety disorder, neck pain, gastrointestinal ulcer, gerd, osteoarthritis and hemorrhoidectomy. Concurrent conditions included underweight and galactorrhea. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and ibuprofen (motrin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), cold sweat ("cold sweats"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pain"), rash papular ("bumpy rash"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: plaintiff experienced a decline in eyesight"), abdominal pain ("abdomen pain"), flank pain ("flank pain"), back pain ("lower back pain"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), reproductive tract disorder ("reproductive system disorder or condition") and abscess ("abscess") and was found to have body temperature increased ("hormonal changes describe: plaintiff experienced a rise in body temperature") and weight increased ("weight gain"). The patient was treated with surgery (ablation and laparoscopy bilateral salpingectomy, hysterectomy (partial), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, autoimmune disorder, female sexual dysfunction, tooth disorder, dyspareunia, fatigue, bladder disorder, urinary tract disorder, alopecia, body temperature increased, cold sweat, migraine, headache, nausea, pelvic pain, rash papular, vaginal discharge, visual impairment, weight increased, abdominal pain, flank pain, back pain, vaginal infection, urinary tract infection, cystitis and reproductive tract disorder outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, abscess, alopecia, autoimmune disorder, back pain, bladder disorder, body temperature increased, cold sweat, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash papular, reproductive tract disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight 132 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: bilateral fallopian tubes with fimbriated ends foreign bodies (essure coils). Ultrasound pelvis - on (B)(6) 2016: impression: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraines. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received. New event abscess was added. Date of essure insertion was updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), menorrhagia ('menorrhagia'), device expulsion ('expulsion of essure device/migration of essure location of device: uterus'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, anxiety, uterine bleeding, anxiety disorder, neck pain, gastrointestinal ulcer, gerd, osteoarthritis and hemorrhoidectomy. Concurrent conditions included underweight and galactorrhea. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and ibuprofen (motrin). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), cold sweat ("cold sweats"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pain"), rash papular ("bumpy rash"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: plaintiff experienced a decline in eyesight"), abdominal pain ("abdomen pain"), flank pain ("flank pain"), back pain ("lower back pain"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and reproductive tract disorder ("reproductive system disorder or condition") and was found to have body temperature increased ("hormonal changes describe: plaintiff experienced a rise in body temprature") and weight increased ("weight gain"). The patient was treated with surgery (ablation and laparoscopy bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, autoimmune disorder, female sexual dysfunction, tooth disorder, dyspareunia, fatigue, bladder disorder, urinary tract disorder, alopecia, body temperature increased, cold sweat, migraine, headache, nausea, pelvic pain, rash papular, vaginal discharge, visual impairment, weight increased, abdominal pain, flank pain, back pain, vaginal infection, urinary tract infection, cystitis and reproductive tract disorder outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, body temperature increased, cold sweat, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash papular, reproductive tract disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight 132 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: bilateral fallopian tubes with fimbriated ends foreign bodies (essure coils). Ultrasound pelvis - on (B)(6) 2016: impression: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & medical record received: reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. Event medical device removal was replaced with pelvic pain. New events - abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), autoimmune disorder, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, hair loss, hormonal changes describe: plaintiff experienced a rise in body temperature and cold sweats, infection (bladder/urinary tract/vaginal), migraines / headaches, migration of essure location of device: uterus, nausea, pain, perforation (uterus), rashes or skin conditions type: bumpy rashes, reproductive system disorder or condition, vaginal discharge, vision/eye problems type: plaintiff experienced a decline in eyesight,weight gain, abdomen pain, flank pain and lower back pain were added. Severity of event abdomen pain, flank pain and lower back pain were updated as severe. Outcome of event dysmenorrhea and abnormal bleeding updated as recovered/resolved. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), menorrhagia ('menorrhagia') and device expulsion ('expulsion of essure device/migration of essure location of device: uterus') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, anxiety, uterine bleeding, anxiety disorder, neck pain, gastrointestinal ulcer, gerd, osteoarthritis and hemorrhoidectomy. Concurrent conditions included underweight and galactorrhea. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and ibuprofen (motrin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), cold sweat ("cold sweats"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pain"), rash papular ("bumpy rash"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: plaintiff experienced a decline in eyesight"), abdominal pain ("abdomen pain"), flank pain ("flank pain"), back pain ("lower back pain"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), reproductive tract disorder ("reproductive system disorder or condition") and abscess ("abscess") and was found to have body temperature increased ("hormonal changes describe: plaintiff experienced a rise in body temperature") and weight increased ("weight gain"). The patient was treated with surgery (ablation and laparoscopy bilateral salpingectomy, hysterectomy (partial), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, autoimmune disorder, female sexual dysfunction, tooth disorder, dyspareunia, fatigue, bladder disorder, urinary tract disorder, alopecia, body temperature increased, cold sweat, migraine, headache, nausea, pelvic pain, rash papular, vaginal discharge, visual impairment, weight increased, abdominal pain, flank pain, back pain, vaginal infection, urinary tract infection, cystitis and reproductive tract disorder outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, abscess, alopecia, autoimmune disorder, back pain, bladder disorder, body temperature increased, cold sweat, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash papular, reproductive tract disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight 132 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2017: diagnosis: bilateral fallopian tubes with fimbriated ends. Foreign bodies (essure coils). Ultrasound pelvis - on (B)(6) 2016: impression: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal due to injury") in a female patient who had essure inserted for contraception. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and a left uterine cornual resection). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.